Manufacturer narrative:
B5- per updated information the reporter stated "the initial icl was too large. After replacement emergently, the retinopathy occurred." Steroids and nsaids were prescribed, it was reported that approximately 90% of the blurry vision and retinopathy has resolved. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -15.0/2.0/88, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021 as a replacement lens. On patients post-op visit on (B)(6) 2021 for status of the eye the reporter reported "blurry vision". On (B)(6) 2021 visit "decompression retinopathy after icl exchange" was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). No similar complaint were reported for units within the same lot. Claim # (B)(4).